Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an error 4 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin - no adjustments. Five days prior to contact to lfs, at 5am, the patient reportedly received a glucagon injection by a non-healthcare provider. The patient did not have any symptoms at the time of concern. The reporter claimed that the error 4 began the same day (unspecified time). The correlation between the error 4 message and the reported treatment suggestive for hypoglycemia is not known. The patient did not test on any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, why the patient was treated with glucagon injection, was the patient's diabetes medication changed immediately before or sometime after the reported treatment and the event leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the error 4 message could not be resolved. This complaint is being reported because the reporter claimed that the patient received treatment that can be associated for hypoglycemia while using the lfs products. Replacement products were sent to the patient.